Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the cardia during a band ligation procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed smoothly. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the cardia during a band ligation procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed smoothly. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Additional information received on january 19, 2022: it was reported that the bands did not deploy off of the ligator head. There was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also found that the device was misassembled by the user due to the irrigation tube was used to mount the ligator head and perform the deployment. The trip wire was not secured in the handle assembly slot; however, the slack was correctly taken up. Additionally, one band on the ligator head was moved from its position. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. Additionally, it was reported that the device was performed in the cardia which is outside the indications of use. The speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.